Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced a slow vt episode and it was diagnosed as svt. The patient did not receive therapy due to parameter settings. Programming changes were recommended.